Manufacturer narrative:
(B)(4). Approximate age of device ¿ 4 months. The patient remains ongoing on lvad support. A correlation between the device and the reported event could not be determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient arrived at the emergency department on (B)(6) 2016 with a low hemoglobin of 5.6 g/dl. The patient experienced anemia caused by a suspected gastrointestinal (gi) bleed and was transfused with 4 units of packed red blood cells. The patient¿s anticoagulation at the time of the event included aspirin and warfarin. Unspecified changes to the patient¿s medication were made. The gi bleeding reportedly resolved by (B)(6) 2016. No additional information was provided.